Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was visually inspected and underwent leak testing. The cylinder had buckling folds in the proximal and distal ends and the middle. Fluid leakage due to a hole was found at the seam between the outer tube and the front tip. Also, three more unused cylinder were returned. All of the unused cylinders were visually inspected and underwent leak and pressure testing. No visual damages nor abnormalities were found in any of them. All cylinders passed leak and pressure testing. Based on the information available and analysis results, the hole found in the explanted cylinder could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed and upon inspection, a hole in the left cylinder was found. Therefore, it was explanted and replaced. During placement another cylinder was not used due to measurement error. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed and upon inspection, a hole in the left cylinder was found. Therefore, it was explanted and replaced. During placement another cylinder was not used due to measurement error. No patient complications were reported.